Event description:
Litigation papers allege the patient suffered from constant and severe pain in his thigh and groin, popping sensation when going to and from a sitting position, metalosis damaging the surrounding bone and tissue, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity. Update (B)(6) 2011 - medical records were received. The revision operative report indicates that revision was performed to address mechanical complication of implant with metal wear. Intraoperatively it was noted that a mild amount of corrosive wear was found on the femoral stem.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2011 plaintiff's preliminary disclosure form was received which identified part/lot information. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.